Event description:
In 2004, during a follow-up with the facility's charge nurse the MFR's (MFR.) Clinical specialist was informed of the following: cultures were done in 2004. Lateral valve pocket, red and tender with creamy beige drainage. The pt was started on IV vancomycin, and dialy ipa irrigation of the pockets. 2 weeks later, at the time of visit, old blood and clots were observed from the time of visit, old blood and clots were observed from the time of visit, old blood and clots were observed from the time of visit, old blood and clots were observed from the lateral pocket, with visable leaking from the cannuls. The MFR's clinical specialist advised to have catheter gram done. No further info was provided at this time.